Event description:
Reporting status: malfunction. Reporting rationale: balloon rupture is likely to cause or contribute to pt injury. Device issue: malfunction. It was reported that the balloon was found burst during dilatation, below rbp, during the procedure. No additional event or pt info is available.